Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to an abrupt increase in pacing impedances with values greater than 3000 ohms. Technical services (ts) was consulted and upon review of the available information oversensed noise was observed which was likely related to the lss and the unipolar configuration. Further in clinic evaluation was recommended. This rv lead remains in service. No adverse patient effects were reported.